Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. When the valve was initially deployed to 80%, the patient had a complete atrio-ventricular block (cavb). The patient was provided with back-up pacing for the rest of the procedure, and the valve was deployed successfully at a depth of 2mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). The following day, the patient's conduction did not return to normal, and the patient required implantation of a permanent pacemaker. Per the physician, the valve and procedure contributed to the adverse event, however the patients pre-existing conditions (right bundle branch block and atrial fibrillation) likely were the primary contributors to the patient needing a permanent pacemaker after valve deployment. Per the physician, the need to implant a permanent pacemaker was not a surprise and no device malfunctions were suspected. No procedural delay occurred. No additional adverse patient effects were reported.